Manufacturer narrative:
Concomitant medical products: 407645 lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, noise, and an elevated sensing integrity counter (sic). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.